Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd vacutainer® blood collection tube produced erroneous results of "na = 149/147 on cobas1 and repeat on cobas2 is 144 or less" and had to be tested on an alternate analyzer. The following information was provided by the initial reporter: "I never heard anything back from b.d. And we are still seeing approximately 10 ¿ 15 patients per day that are running {na = 149/147 on cobas1 and repeat on cobas2 is 144 or less}. The techs are about to go crazy pulling all these samples for repeat testing on an alternate analyzer. A few days after you guys left, [...] And I got in touch with every single person who does collections at the clinic and gave them strict instructions on proper mixing techniques for the bd tubes. Since that time we really haven¿t seen any change or improvement."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vacutainer® blood collection tube produced erroneous results of "na = 149/147 on cobas1 and repeat on cobas2 is 144 or less" and had to be tested on an alternate analyzer. The following information was provided by the initial reporter: "I never heard anything back from b.d. And we are still seeing approximately 10 ¿ 15 patients per day that are running {na = 149/147 on cobas1 and repeat on cobas2 is 144 or less}. The techs are about to go crazy pulling all these samples for repeat testing on an alternate analyzer. A few days after you guys left, [...] And I got in touch with every single person who does collections at the clinic and gave them strict instructions on proper mixing techniques for the bd tubes. Since that time we really haven¿t seen any change or improvement."